Event description:
It was reported that the lead was dislodged due to twiddlers syndrome. The lead was extracted and replaced when repositioning was unsuccessful. Patient was doing okay after the event.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.